Event description:
It was reported the patient presented with a right ventricular lead that exhibited high defibrillation impedance. No changes or intervention was reported. The patient was in stable condition.

Manufacturer narrative:
The reported event of high defibrillation lead impedance was confirmed. A complete lead was returned in two pieces. Electrical testing and x-ray examination found separated conductor cables and discontinuity to the right ventricular cables under the right ventricular shock coil. Impedance testing could not be performed due to the procedural damage to the lead as received. The lead was tested with hi-pot and failures were noted on all vectors. Examination found internal insulation abrasion under the right ventricular shock coil breaching the right ventricular lumen with both right ventricular cables also found to be abraded and separated. The cause of the reported event of high defibrillation lead impedance was due to the internal insulation abrasion under the right ventricular shock coil breaching the right ventricular lumen with abraded/separated both right ventricular cables.

Event description:
New information received indicates the lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported the patient presented in clinic where the right ventricular lead continued to exhibit high defibrillation impedance. An x-ray was performed and the results were inconclusive. Programming changes were implemented. The patient was in stable condition.